Event description:
After use of contact solution complete moisture plus, patient has cataracts, and an ulcer due to bacterial infection. D2. Frequency: daily; route: ophthalmic. Dates of use: one month in 2007. Diagnosis or reason for use: contact solution. Event abated after use stopped or dose reduced? Yes.